Event description:
During the procedure, when inserting the screw into the locking hole of the plate, the screw broke during insertion and remained temporarily in the patient. The surgeon managed to remove the broken screw by making a cut (3cm) on the dorsal side of the patient's radius. Device information for the plate is unknown. This report is related to report number 3025141-2022-00072 which is on the screw.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed since device information (model number, batch/lot number) is unknown.